Event description:
The ge medical patient monitor, model: b650 can fail to send a print request to the cic (ge central station) if more then one print command is sent at a time. This will result in a loss of required arrhythmia waveform and patient vital signs documentation.======================manufacturer response for monitor, physiological, carescape (per site reporter).======================the project manager/clinical engineer notified ge medical of the printer issue. Ge field services dispatched technical support to the hospital to investigate the reported complaint. They were able to reproduce the problem on site and it is a confirmed problem with this ge medical monitoring device. Ge medical and the hospital have since replaced the six (6) b650 patient monitors with the ge medical solar 8000i monitor in the emergency department. These monitors are working correctly and printing to the cic (ge central station). There are no other ge b650 patient monitors in use at the hospital at this time.